Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to replace the o2 pressure solenoid (psol). Customer could not duplicate the issue ventilator is back in service.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time of the reported event.